Event description:
It was reported that pump housing and usb port were damaged, which affected ability to charge pump and led to pump shutdown without any prior low power or shutdown alerts; caller was unsure how damage occurred and believed it resulted from normal wear and tear, and pump could no longer be guaranteed watertight. There was no adverse impact to the customer¿s blood glucose level. Customer used multiple daily injections as alternate insulin therapy, and technical support initially considered pump replacement but ultimately did not replace pump because warranty had expired, with no further corrective actions reported.